Event description:
It was reported that the customer had high blood glucose levels of 194 mg/dl. The customer reported a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window. Unit received missing end cap sticker.